Manufacturer narrative:
(B)(4). S/w version 4.11c. Retainer ring = black. Customer returned pump for an alleged charge/battery lasts less than expected, high bgs and cosmetic damage located a crack on the battery compartment area of the pump found on (B)(6) 2022. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current test, active current test and dat at 0.0867. No charge/battery lasts less than expected noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or found in the pump history files on event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Charge/battery lasts less than expected not confirmed, however cosmetic damage was confirmed, cracked case (battery tube). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic), charge/battery lasts less than expected occurred. There was an allegation of hyperglycemia as a result of this event.